Event description:
It was reported that a patient experienced an increase in seizures and may undergo generator revision surgery. At this time, it's unknown whether or not this increase is due to school and family or other factors. The physician increased the patient's AED dosage and the patient had slightly fewer seizures, but not below baseline levels. Good faith attempts to obtain additional information have been unsuccessful to date.